Event description:
It was reported that the wire snapped in half. The target lesion was located in the right coronary artery. A 330cm rotawire and a 1.25mm rotablator rotalink plus were selected for use. During preparation, it was noted that the wire snapped in half outside the patient's body upon platforming. The wire was the only thing in the patient's body and the actual burr never made it in. The device was then swapped out and the procedure was completed with a new wire and a new advancer. No patient complications were reported and the patient was fine.

Event description:
It was reported that the wire snapped in half. The target lesion was located in the right coronary artery. A 330cm rotawire and a 1.25mm rotablator rotalink plus were selected for use. During preparation, it was noted that the wire snapped in half outside the patient's body upon platforming. The wire was the only thing in the patient's body and the actual burr never made it in. The device was then swapped out and the procedure was completed with a new wire and a new advancer. No patient complications were reported and the patient was fine. Device evaluated by manufacturer: the unit returned is broken as part of overall visual revision, it has its breakage area approximately at 200 cm from its proximal end. There is evidence of rotational wear at the breakage area. Overall length: couldn't be performed because of the condition of the device. (Broken) the od of distal tip, middle and proximal of the device are within specifications.